Event description:
Smiths medical received information from a customer that they tested a fluid warming bag in one of their fluid warming machines and found that it took 20 seconds for the first half of the bag to infuse and 39 seconds for the second half. Customer stated they read an article which indicated that level 1 fast flow fluid warmers may not infuse as rapidly after the first half of the bag. No patient involved, occurred during test.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06930. The report was submitted in error., corrected data: corrected information provided in h10.